Event description:
The customer alleged they received questionable creatinine plus (crep) results and data flags for alt on their c501 analyzer. The customer provided data for three patients with discrepant crep results. The first patient's initial crep result was 601 umol/l and it was reported outside the laboratory. On (B)(6) 2014, the patient had a new sample tested and the crep result was 93 umol/l. The doctor asked for the initial sample to be repeated and the result was 111 umol/l. The first patient was sent to the emergency room. The customer stated the patient was an inpatient and the infusion and nephrotoxic medications were discontinued. Post-renal problem were excluded by an ultrasound of the kidney. After it was determined the initial result was discrepant, the patient was discharged. Information on whether the patient was adversely affected was requested but not provided. On (B)(6) 2014, the second patient's initial crep result was 893 umol/l and it was reported outside the laboratory. The sample was repeated the same day and the result was 83 umol/l. On (B)(6) 2014, the third patient's initial crep result was 311 umol/l and it was reported outside the laboratory. On (B)(6) 2014, the repeat result was 111 umol/l. Information on whether the second or third patients were adversely affected was requested but not provided. The crep reagent lot number and expiration date were requested but not provided. The field service representative replaced the tubing of the sample syringe. He found a hole in the tubing of one of the wash stations. He preventatively replaced all the tubing for the wash station.

Manufacturer narrative:
This event occurred in (B)(6).